Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Cause was not known. Customer gave a manual injection and customer changed supplies to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.